Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the atrial tachycardia procedure in teenage male patient, since it was easily induced, ablation was started at 50w near sinus at the base of the right atrial atrial appendage, which was the earliest site. After several ablations, the patient was found to have diaphragmatic / abdominal cramps.(used tacticath se, sl0, advisor fl, cs 10-pole catheter (kaneka). It was confirmed that there was no problem with the patient's sedation, the breathing was stable, and the patient was not tense due to pain, etc., but it was confirmed that convulsions occurred about 3-4 seconds after the ablation. The patient was not completely affected, but seemed to be affected by radiofrequency with about one-fifth to one-sixth of the propagation. The atrial tachycardia ended in the middle of rf delivery, and after that, the study ended as it was because it was not induced. The phrenic capture was not confirmed because it was not paced at the rf delivered location. Physician determined that the patient may have been affected by radiofrequency. The procedure was completed without replacing the device and there were no adverse consequences to the patient.